Manufacturer narrative:
Internal reference number: (B)(4). Doi: https://doi.org/10.1016/j.jdcr.2025.06.031. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
On the literature review "mohs surgical postoperative wound infection caused by rare enterobacteriaceae, raoultella planticola", it was reported that, after experiencing persistent granulation tissue with presence of transudate secondary to a bacterial wound infection (raoultella planticola), the patient was treated with debridement surgery, antibiotics and iososorb gel application. Despite these measures, the patient returned on her 7-day follow-up with concerns of non-healing wound. A repeat culture identified proteus mirabilis sensitive to amoxicilin/clavulanate. A new course of amoxicillin-clavulanate (500/125 mg twice daily for 10 days), aluminum acetate solution soaks, and daily iodosorb gel application were prescribed. On (B)(6) 2023, the wound was fully healed with no signs of infection.

Manufacturer narrative:
Corrected data/additional information: d1 - brand name. D4 - catalog number. D4 - unique identifier (UDI) #.